Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system on-site and identified the host pc did not start at boot up, which would impact the whole system from booting up. To resolve the reported issue, the fse replaced the host pc and hard drive. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrences of the issue reported from the customer. The host pc was returned for further analysis. Functional testing was performed, and no failure were observed.

Event description:
It was reported to philips that the host pc did not boot up, which would prevent the whole system from booting up. No harm was reported to philips. Philips has started an investigation of this complaint.